Manufacturer narrative:
A supplemental MDR will be sent if/when additional information is obtained. Device was not returned. Per the instructions for use of the device, infection is a known possible risk of use of the device. (B)(4).

Event description:
During follow-up for the complaint associated with MFR 3010079947-2020-000259 , it was confirmed that the patient had an infection and was hospitalized. The patient's pump was explanted at a later date. Additional attempts of follow-up were unsuccessful as the neurosurgery office would not release patient-related information. MFR 3010079947-2020-000259 was opened to address catheter aspiration issues for the same patient.